Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned components determined that the medial side of the tibial bearing shows significant wear and subsequent fracture and the femoral and tibial components show indications that they were articulating on one another after the tibial bearing fractured. The patella does not show any signs of cement adhesion. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the patella loosening could not be determined after completion of the investigation. After review of the available information the root cause of the remaining reported issues are attributed to the alignment and positioning of the femoral and tibial implants during the initial procedure. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This is 4 of 4 reports being submitted for the same patient (reference 1825034-2017-01321 / 01324 / 01325 / 01326).

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently patient is experiencing pain and lack of mobility and is indicated for revision due to instability with possible locking pin migration and loose polyethylene approximately 3 years post-implantation. Patient began experiencing pain 1 day post-op. Patient was x-rayed and given a plain ankle brace to stabilize the knee approximately 3 years post-op. X-rays showed subluxation of the tibia and lateral subluxation of the patella. Radiographic impression includes left knee instability and valgus alignment for left knee replacement. No revision has been reported, and no further information is available.

Manufacturer narrative:
Concomitant product(s): medical product-biomet cc cruciate tray 75mm, catalog#141234, lot# j2789799. Vanguard cr por fmrl-lt 65, catalog# 183068, lot# 372110. Vngd cr tib brg 10x71/75, catalog# ep-183440, lot# 211120.

Event description:
It was reported that patient was revised approximately 4 years post implantation due to wear of lower prosthesis.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial and first follow up medwatch. The following were updated: date of event: (B)(6) 2017. Describe event or problem: it was reported that patient was revised approximately 4 years post implantation due to loosening. Operative notes indicate that the patella was loose. It was also noted that the patient had extensive metallosis with black-gray material in the synovium throughout the knee requiring a complete synovectomy. (B)(4). Date received by MFR- may 9, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 4 years post implantation due to loosening. Operative notes indicate that the patella was loose. It was also noted that the patient had extensive metallosis with black-gray material in the synovium throughout the knee requiring a complete synovectomy.